Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached inside the catheter. The track weld on the pusher assembly was found broken. The broken track weld likely caused the coil to detach.

Event description:
It was reported the coil could not be detached. Upon removal, the coil detached inside the catheter. No patient injury reported.